Event description:
Complainant states that lid on suction liner cracked under vacuum during gynecomastia liposuction procedure. Complainant reports 10 such incidents in the last "two months or so." There are no injuries reported, and no pt consequences.